Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated surgery. Upon device check, the right ventricular lead exhibited no capture and was noted to be dislodged. The lead was explanted and replaced. Patient was stable.